Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button had a delayed response for two weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it once a week with a damp cloth. A protective skin was allegedly used. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed issue with the keypad responsiveness. The 'down' key intermittently responds and requires excessive force to activate; the keypad was torn at the 'down' key and was removed; contamination was present under the 'down' key. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.